Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that for a pulmonary vein isolation procedure a faradrive steerable sheath (clear) was selected for use. During insertion the sheath was prepared as described in the instructions for use instruction for use (IFU). A significant amount of air was inside the sheath during preparation. Trouble shooting of removing the catheter, moistened the shaft again and insert the catheter, with the same issue. A new sheath was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
Additional information was provided in section b5 describe event e1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that for a pulmonary vein isolation procedure a faradrive steerable sheath (clear) was selected for use. During insertion the sheath was prepared as described in the instructions for use instruction for use (IFU). A significant amount of air was inside the sheath during preparation. Trouble shooting of removing the catheter, moistened the shaft again and insert the catheter, with the same issue. A new sheath was used to complete the procedure. No patient complications occurred. It was further reported, the air in the sheath was seen during preparation. There were no abnormalities noted during preparation of the sheath. The farawave catheter had been inside the sheath prior to, and/or at the time air was observed. A pressure bag with a flow rate of 300 mmhg was used for the sheath. No bubbles were seen. No air was seen in the patient. The guidewire was inserted into the farawave as described in the IFU.